Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (intermittent power) issue. The reporter alleges the pump is rebooting without user intervention, no damage to the pump was reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: a review of the black box showed several unexplained power on reset events. The battery compartment and cap were undamaged and able to fit securely. The battery cap contact measurements were within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly, and no power interruptions occurred during the investigation. The alleged ¿intermittent power¿ complaint was unable to be duplicated during testing. The pump cover was removed, and no intermittent conditions were found to the power printed circuit board.